Event description:
It was reported that during a vats lobectomy procedure, on the eighth firing, the device would not open after firing. They tried to use the manual release, but it would not allow the blade to come back. They cut the device out and used another like device to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.